Event description:
It was reported that patient presented in clinic for follow up with a device that was post-paced t-wave oversensing on the ventricular channel. The patient was asymptomatic. The device was reprogrammed.

Event description:
New information received states that during a subsequent follow up, post-paced t wave oversensing was again observed. Further programming changes were made. Upon making the recommended changes, the programmer displayed a message and the base rate was changed again. Patient monitoring will continue.